Event description:
Malfunction: energy deviation too large. A technician reports, a shutter error 31 - energy deviation too large. A partial day of surgery was canceled, however, no pts were prepped and no flaps cut. Pt outcome was not affected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).